Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metal coil was embedded in the myometrium") and device breakage ("unraveled segment of coiled metal is identified") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of surgery (hernia repair ¿ (B)(6) 2017. Laparoscopy with fulguration of lesion ¿ (B)(6) 2015-endometriosis. Cesarean section ¿ (B)(6) 2009.), dyspareunia, hypertrophy of uterus, perineal pain, pelvic pain female, endometriosis, urinary tract infection, abortion, parity 3 and multi gravida. Concomitant products included naproxen and advil [ibuprofen]. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3660 days after essure insertion, she experienced device breakage (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required) and device expulsion ("essure coil appears to have moved when compared with her prior ultrasound"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered device breakage, device expulsion and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.766 kg/sqm. [Pathology test] on (B)(6) 2020: final diagnosis: uterus, cervix, and fallopian tubes, hysterectomy with bilateral salpingectomy: -- cervix with no significant pathologic findings -- proliferative type endometrium -- myometrium with intramural leiomyoma and an embedded metal coil with surrounding chronic inflammation -- uterine serosa with no significant pathologic findings -- right fallopian tube with no significant pathologic findings -- left fallopian tube containing a metal coil -- no evidence of dysplasia, hyperplasia, or malignancy gross description: identified embedded within the endometrial cavity are two cylindrical, coil-shaped segments of metal ranging in length from 1.0-1.5 cm hemorrhage or necrosis is identified. The metal coil appears to originate in the proximal aspect of the right fallopian tube (a 2.5 cm unraveled segment of coiled metal is identified) and feeds through the myometrium into the endometrial cavity. Also identified upon sectioning is a softened tract, where the metal coil was embedded in the myometrium, this tract measures 1.7 cm in length. A metal coil device is not identified within the lumen. Upon sectioning, a pinpoint lumen is identified, as well as a coil shaped segment of metal measuring 0.4 cm in greatest dimension. The segment of metal is located within the proximal end. Clinical history: pelvic pain and uterine fibroids, endometriosis, history of sterilization by essure-please look at tubes. Tissues: uterus with or without tubes & ovaries other than neoplastic/prolapse - uterus, cervix, bilateral fallopian tubes. [Physical examination] on (B)(6) 2019: female genitalia: cervix: small amount of bleeding noted; patulous. Uterus: enlarged, fibroids, anteverted, and tender and mobile and no uterine prolapse; 8 weeks size. [Ultrasound scan] on (B)(6) 2019: that the essure coil appears to have moved when compared with her prior ultrasound. She has a history of post coital bleeding; (dates unknown): history of 3 cm fibroid and ultrasound recommended and today shows no fibroid. Essure coil appears to have moved when compared with her prior ultrasound. Plan hysterectomy to treat pelvic pain and uterine fibroid and postcoital bleeding quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metal coil was embedded in the myometrium") and device breakage ("unraveled segment of coiled metal is identified") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of surgery (hernia repair ¿ (B)(6) 2017. Laparoscopy with fulguration of lesion ¿ (B)(6) 2015-endometriosis. Cesarean section ¿ (B)(6) 2009.), other medical history dyspareunia, hypertrophy of uterus, perineal pain, pelvic pain female, endometriosis, urinary tract infection, abortion, parity 3 and multi gravida. Concomitant products included naproxen and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3660 days after essure insertion, she experienced device breakage (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required) and device dislocation ("essure coil appears to have moved when compared with her prior ultrasound"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.766 kg/sqm. [Pathology test] on (B)(6) 2020: final diagnosis: uterus, cervix, and fallopian tubes, hysterectomy with bilateral salpingectomy: -- cervix with no significant pathologic findings. -- proliferative type endometrium. -- myometrium with intramural leiomyoma and an embedded metal coil with surrounding chronic. Inflammation: -- uterine serosa with no significant pathologic findings. -- right fallopian tube with no significant pathologic findings. -- left fallopian tube containing a metal coil . -- no evidence of dysplasia, hyperplasia, or malignancy. Gross description: identified embedded within the endometrial cavity are two cylindrical, coil-shaped segments of metal ranging in length from 1.0-1.5 cm hemorrhage or necrosis is identified. The metal coil appears to originate in the proximal aspect of the right fallopian tube (a 2.5 cm unraveled segment of coiled metal is identified) and feeds through the myometrium into the endometrial cavity. Also identified upon sectioning is a softened tract, where the metal coil was embedded in the myometrium, this tract measures 1.7 cm in length. A metal coil device is not identified within the lumen. Upon sectioning, a pinpoint lumen is identified, as well as a coil shaped segment of metal measuring 0.4 cm in greatest dimension. The segment of metal is located within the proximal end. Clinical history: pelvic pain and uterine fibroids, endometriosis, history of sterilization by essure-please look at tubes. Tissues: uterus with or without tubes & ovaries other than neoplastic/prolapse - uterus, cervix, bilateral fallopian tubes. [Physical examination] on (B)(6) 2019: female genitalia: cervix: small amount of bleeding noted; patulous. Uterus: enlarged, fibroids, anteverted, and tender and mobile and no uterine prolapse; 8 weeks size. [Ultrasound scan] on (B)(6) 2019: that the essure coil appears to have moved when compared with her prior ultrasound. She has a history of post coital bleeding; (dates unknown): history of 3 cm fibroid and ultrasound recommended and today shows no fibroid. Essure coil appears to have moved when compared with her prior ultrasound. Plan hysterectomy to treat pelvic pain and uterine fibroid and postcoital bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.